Manufacturer narrative:
The field service engineer (fse) discovered the leak was due to a bent sample probe and worn blood sampling valve (bsv) actuator. The fse replaced the blood sampling valve (bsv) which houses the sample probe resolving the leak. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a diluent leak on the counter while running samples in manual mode with the coulter hmx hematology analyzer with autoloader. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection during the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.